Event description:
Based on info reported to davol. On (B)(6) 2008 - during orthopedic case, the customer alleged the connector tip noted to detach in the area where the clear and purple plastic meet. No pt injury was reported.

Manufacturer narrative:
It was reported that during an orthopedic case, the connect tip detached. There was no pt injury reported. Currently, it is unk whether the device may have caused or contributed to the alleged event. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. We have contacted the initial reporter to request that the device be returned. However, we were informed that it had been discarded. With the info available, no conclusion can be drawn.